Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the multi-plate transport arm was bent causing excessive splashing because the plates could not move smoothly along the conveyor. The main shuttle plate transport holder was replaced and recalibrated. The instruement was inspected, tested without further problem, and returned to service.